Event description:
Additional information received reported that the system was explanted. There was no patient death or injury. The patient recovered without sequela.

Event description:
It was reported that the patient experienced "serious drainage at the lead extension site." It was noted that the patient was given keflex and rocephin as a medical intervention. It was further noted that the issue was resolved on (B)(6) 2012. The patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no significant anomalies and the ins was functionally okay. Analysis of the lead (lot # v573248) found that it had been segmented. There were wires crushed 9 cm from the distal end. The #0 connector was crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a wound separation after explant. It was stated that new steri-strips and sticky solution were placed on the wound to help keep the skin together. The patient was also given keflex and rocephin. The etiology was reported as at the incisional site or, more specially, the "lead tract." The outcome was noted as an "ongoing event." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v573248, implanted: 2010 (B)(4), product type lead product ID, 3037 lot# serial# (B)(4), implanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).